Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: capsular contracture baker grade 4. Concomitant products: 600cc mentor memorygel breast implant, catalog # 350001bc, serial # (B)(4).

Event description:
It was reported that a (B)(6)-year-old latina female patient underwent a breast augmentation primary with a 600cc mentor memorygel breast implant and experienced postoperative right-sided grade 4 capsular contracture. Patient had severe pain on the right side, and capsular contracture was confirmed by a physician. As a result, the patient underwent unilateral explantation and replacement with like device, catalog # 3506001bc, right serial # (B)(4) on (B)(6) 2019.

Manufacturer narrative:
On 03-dec-2019, mentor received the suspect medical device. Device evaluation summary: according to the information received, it was reported that the patient developed capsular contracture. During visual inspection of the device it was observed with no apparent damage. No anomalies were observed. Postoperative formation of a fibrous tissue capsule around a mammary prosthesis is a normal physiologic response to the implantation of a foreign object and occurs in all patients in varying degrees. In some cases, contracture of the fibrous capsule may occur. This phenomenon is referred to as capsular contracture. The manufacturing records were reviewed and the manufacturing criteria were met prior to the release of this lot. An investigation of the returned device was performed, and mentor could not uncover any device failure that we could connect to the reported medical symptoms, however, complaint information will be included in complaint trending that is reviewed by quality assurance to determine if further action is necessary. Manufacturer¿s reference number: (B)(4).